Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6)- vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too low. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 8.4mm. On (B)(6) 2024, it was noted via telemetry that the patient a complete heart block with a ventricular escape rhythm of 25 beats per minute. On (B)(6) 2024, the decision was made to place temporary pacemaker. On (B)(6) 2024, a the decision was made to implant a permanent pacemaker. The cause of the patient's complete heart block is attributed to the implant of the 35mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure the patient was discharged at the time of report.